Event description:
It was reported that 707 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.4mm, 75% stenosed, 26mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct placement of a taxus express2 8.8% drug eluting stent in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. 707 days after the initial procedure the pt expired. There was no autopsy. In the opinion of the physician the cause of death was a massive stroke and the target vessel was not involved.